Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional peripheral procedure. Reportedly, during the splitting of the starclose se sheath, heavy resistance was noted and the sheath split stopped above skin level. The safety release mechanisms were used to release the device from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. Due to the device issue, the physician reported a significant clinical delay. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found the sheath split was two-thirds complete confirming the reported inability to complete the sheath split. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.